Event description:
It was reported that the metal locking ring was fractured. A revision surgery was performed and metal locking ring was removed.

Manufacturer narrative:
Additional information & correction: additional information about patient experience fall added. Date of implant: corrected to (B)(6) 2015.

Event description:
It was reported that the metal locking ring was fractured. A revision surgery was performed and metal locking ring was removed. Update: additionally, the sales rep reported that the patient did experience a fall.

Manufacturer narrative:
Method: labeling and risk assessment results: the reported event of one plate securing mechanism fracture post-op was confirmed during revision surgery. The explants have not yet been released by the hospital pathology department at the time of this writing. There were no complications in the original surgery which took place in 2015 and the screws were prepared as recommended by the stg and patient was reported to have normal bone quality, did experience a fall, and did not initially fuse. No lot number was provided, so a manufacturing record review could not be performed as the plate remains implanted. Conclusion: per surgical technique guide (stg), these devices are temporary stabilization devices until bone fusion has been achieved. Bone fusion was not achieved in this case. The surgical technique guide also warns against weight/load bearing activities and the patient was reported to have experienced a fall; the probable root cause is due to both of these factors.

Event description:
It was reported that the metal locking ring was fractured. A revision surgery was performed and metal locking ring was removed. Update: additionally, the sales rep reported that the patient did experience a fall.